Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery was (B)(6) 2012. The revision surgery occurred because a non-omni product acetabular (cup) needed a revision. During the revision, the omni neck and femoral head were removed and replaced. Omni's product was not the cause or reason for the revision. Risk analysis was not performed as it was a non-omni product.